Manufacturer narrative:
(B)(4). The biomed at the facility advised that he verified the reported failure. He then replaced the device's therapy connector assembly and after observing proper device operation through functional and performance testing the unit was placed back into service for use.

Event description:
The customer, a biomed, contacted physio-control to report that a pin had broken off of their quik-combo therapy cable and become lodged into the device's therapy connector which would have prevented the unit from defibrillating, if necessary. There was no patient use associated with the reported event.